Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. The insulin pump had battery issue. The customer did not provide information about symptoms and treatment. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.